Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C064262) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion in 2002, uterine dilation and curettage in 2002, weight gain, cramp in lower abdomen, back pain, upper respiratory infection, headache, appendectomy, urinary tract infection, multiparous, postpartum depression, gravida ii and dizziness. Previously administered products included for an unreported indication: mirena, cipro, depo, birth control methods: pills and levothyroxine. Concurrent conditions included hypertension, hyperlipidemia, esophageal reflux, hypothyroidism, hives, anxiety, drug hypersensitivity, vomiting, migraine, chronic pain, visual disturbances, angina pectoris, polycystic ovarian syndrome, depression, burning micturition, menstruation irregular, heartbeats irregular, varicose veins, chest pain, ankles swelling, visual flashes, forgetfulness, constipation, hot flashes, diarrhea, fever, urinary frequency, wisdom teeth removal, blurred vision and vision halo. Family history included hypertension (father.). Concomitant products included amoxicillin, atenolol, fluoxetine, fluoxetine hydrochloride (prozac), hydrochlorothiazide, hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen, topiramate and topiramate (topamax). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal, pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("bladder/urinary problems uti"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, urinary tract infection, menorrhagia and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as: (B)(6) 2014, previously reported as (B)(6) 2014. The left tube was cannulated with the essure with 5 coils exposed. The right tube was cannulated with the essure with 8 coils exposed. She received treatment for dysmenorrhea(cramping),pelvic/ abdominal, dyspareunia (painful sexual intercourse)'back, menorrhagia (heavy menstrual bleeding), she did not received treatment for psych injury. Discrepancy to be noted in essure removal date as: (B)(6) 2018 , previously reported as (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: the air doesn't escape the uterus tubal occlusion confirmed. Imaging procedure - on (B)(6) 2015: test bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-mar-2020: pfs: lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no: c064262-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion in 2002, uterine dilation and curettage in 2002, weight gain, cramp in lower abdomen, back pain, upper respiratory infection, headache, appendectomy, urinary tract infection, multiparous, postpartum depression, gravida ii and dizziness. Previously administered products included for an unreported indication: mirena, cipro, depo, birth control methods: pills and levothyroxine. Concurrent conditions included hypertension, hyperlipidemia, esophageal reflux, hypothyroidism, hives, anxiety, drug hypersensitivity, vomiting, migraine, chronic pain, visual disturbances, angina pectoris, polycystic ovarian syndrome, depression, burning micturition, menstruation irregular, heartbeats irregular, varicose veins, chest pain, ankles swelling, visual flashes, forgetfulness, constipation, hot flashes, diarrhea, fever, urinary frequency, wisdom teeth removal, blurred vision and vision halo. Family history included hypertension (father.). Concomitant products included amoxicillin, atenolol, fluoxetine, fluoxetine hydrochloride (prozac), hydrochlorothiazide, hydrocodone; paracetamol (acetaminophen; hydrocodone), ibuprofen, topiramate and topiramate (topamax). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal, pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("bladder/urinary problems uti"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, urinary tract infection, menorrhagia and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as: on (B)(6) 2014, previously reported as on (B)(6) 2014. The left tube was cannulated with the essure with 5 coils exposed. The right tube was cannulated with the essure with 8 coils exposed. She received treatment for dysmenorrhea(cramping),pelvic/ abdominal, dyspareunia (painful sexual intercourse)' back, menorrhagia (heavy menstrual bleeding), she did not received treatment for psych injury. Discrepancy to be noted in essure removal date as: on (B)(6) 2018 , previously reported as on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: the air doesn't escape the uterus tubal occlusion confirmed. Imaging procedure: on (B)(6) 2015: test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion in 2002, uterine dilation and curettage in 2002, weight gain, cramp in lower abdomen, back pain, upper respiratory infection, headache, appendectomy, urinary tract infection, multiparous, postpartum depression, gravida ii and dizziness. Previously administered products included for an unreported indication: mirena, cipro, depo, birth control methods: pills and levothyroxine. Concurrent conditions included hypertension, hyperlipidemia, esophageal reflux, hypothyroidism, hives, anxiety, drug hypersensitivity, vomiting, migraine, chronic pain, visual disturbances, angina pectoris, polycystic ovarian syndrome, depression, burning micturition, menstruation irregular, heartbeats irregular, varicose veins, chest pain, ankles swelling, visual flashes, forgetfulness, constipation, hot flashes, diarrhea, fever, urinary frequency, wisdom teeth removal, blurred vision and vision halo. Family history included hypertension (father.). Concomitant products included amoxicillin, atenolol, fluoxetine, fluoxetine hydrochloride (prozac), hydrochlorothiazide, hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen, topiramate and topiramate (topamax). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal, pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("bladder/urinary problems uti"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, urinary tract infection, menorrhagia and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as: (B)(6) 2014, previously reported as (B)(6) 2014. The left tube was cannulated with the essure with 5 coils exposed. The right tube was cannulated with the essure with 8 coils exposed. She received treatment for dysmenorrhea(cramping),pelvic/ abdominal, dyspareunia (painful sexual intercourse) back, menorrhagia (heavy menstrual bleeding), she did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: the air doesn't escape the uterus tubal occlusion confirmed. Imaging procedure - on (B)(6) 2015: test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: events pain dysmenorrhea (cramping),pelvic/ abdominal, dyspareunia (painful sexual intercourse)'back, menorrhagia (heavy menstrual bleeding, psych injury, uti added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.